Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had wounds under the electrodes. The patient was bed-ridden and the electrodes caused sores because the patient was laying on them and could not move. Follow-up indicated that the patient removed the device to help the sores heal and the patient's doctor was notified.

Manufacturer narrative:
Device evaluation: electrode belt (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: - code (other). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.